Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Both haptics are folded onto the optic. The lens was cleaned with lphse for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Associated products were not provided. It is unknown if qualified products were used. The reported event could not be confirmed. The optic was unfolded in the lens case. The lens was cleaned with lphse for further evaluation. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The lens was returned placed correctly in the case. No damage was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample lens was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) did not unfold. There was no reported patient impact. Additional information was requested.